Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: reportability aware date is 01/02/2024.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a black wire coming out of the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Thermal damage was observed. Components adjacent to the broken wire do show damage. Additionally, the instrument was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. The complaint regarding an exposed black wire from the jaw was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified intraoperatively. The wire broke and came out of the jaws. The cable broke in half. There was a loss of cautery. No arcing was observed during the procedure. No fragments fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.

Event description:
Refer to h11 for follow-up information.